Manufacturer narrative:
H10: no product samples, videos, or photographs were returned for investigation. A device history review (DHR) lot review could not be conducted because no lot number(s) was/were identified. A probable cause cannot be identified based on the information that has been provided.

Manufacturer narrative:
It is unknown if the device is available for investigation.

Event description:
The event involved a spinning spiros® closed male luer, red cap that the customer reported the taxol infusion leaked around the spiros connection. A small amount of fluid was noted around the connections and there was a spill on the floor. No other information was provided.